Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument clips did not close parallel. The devive was resterilized with ethylene oxide at the hospital, so the device was used in more than 1 surgery. In the second surgery, the defect was observed. A "ussc" ligaclip instrument was used to complete the case. There was no consequence to the pt.